Event description:
The patient contacted animas on (B)(6) 2012; during the call the patient was noted to be confused and found that the patient's blood glucose 40 mg/dl; the patient reported being shaky and his head did not feel right. The patient was able to self treat with oral carbohydrate and blood glucose levels resolved. The patient reported starting on the pump was a couple months earlier and the diabetes educator had recently made adjustments to the insulin regimen. The patient stated that the basal rate was changed to .55 units/hour however, upon review of the pump settings, the basal rate was set to .75 units/hour; the patient reported not saving the settings appropriately and corrected the basal rate as appropriate. This report is made based on the allegation that the patient experienced hypoglycemia related to an incorrectly programmed basal rate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .